Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio. No additional information is available.

Manufacturer narrative:
During evaluation the device had low audio. The cause was identified to be the speaker being dislodged from the rear case. The rear case will be replaced to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.